Event description:
It was reported to philips that the system would not start up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not start up. It was observed that the voltage presence light and light on the electrical controls were on. However, when the system start button was pressed, no leds appeared. Upon troubleshooting, fse found that the power supply failed. To resolve the issue, fse replaced the power distribution unit (pdu) fantray and direct current power supply (dcps). The defective pdu fan tray and dcps was returned to philips for failure analysis. The cause of the failure was identified as a defective power supply unit. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.